Manufacturer narrative:
Carefusion/bd file identification: (B)(4). (B)(4). At this time, carefusion has not received the suspect device for evaluation. The customer determined the most likely cause of the reported event was the main board component. Should any additional information is received by the customer; a supplemental medwatch report will be included.

Event description:
The customer noticed while using the infant flow plus infant CPAP system with sipap function, fluid ingress/salt deposits under the cpu (central processing unit) board. The issue occurred during routine service. There is no patient involvement associated with the event.